Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the patient pack (lot #1436868) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a damaged buckle clip. This affected the ability to adequately secure and carry the system. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) carrying case tightening clip broke in the inner pocket. The carrying case was exchanged. No patent involvement, was prior to use.